Event description:
Customer states that during an unknown procedure the fluoro failed. Staff tried rebooting the system. On the third reboot all functions returned and they were able to complete the procedure. No reported injury. No other details are known. This site has opted to cancel/reschedule procedures until the system is assessed by a field service engineer (fse).

Manufacturer narrative:
Field service engineer (fse) troubleshot reported problem of system locking up. On initial checks of system, the fse observed that generator console was locked up and had to be rebooted to function. Fse replaced the integrated generator console and completed checkout of system per service checklist qssrwi4.1. System now functioned in accordance to manufacturers specifications and was returned to the customer for service.